Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Two advance 35 lp low profile balloon catheters were used in the right leg for peripheral arterial occlusive disease. It was reported that after the first balloon was placed it was unable to be inflated using an inflation device. The balloon was exchanged for a new one, however, the second balloon was also unable to be inflated. A third balloon was used and the procedure was able to be completed without issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of documentation, manufacturing instructions, instructions for use, complaint history, device history record, dimensional verification, specifications, and quality control data, and visual inspection of the returned devices was conducted during the investigation. Visual inspection and functional testing of the returned devices were performed. Device 1: no visible damage is noted to the catheter shaft. A pinhole leak is noted. Crow¿s feet were not present, however balloon is not able to inflate or hold pressure due to a pinhole leak. Bio-material is present. Device 2: no visible damage was noted to the catheter shaft. The balloon is not able to be inflated. It is noted that a longitudinal burst is present. Crow¿s feet were not present, however balloon was not able to inflate and hold pressure due to the longitudinal burst. Bio-material is present inside the balloon. Both devices met dimensional requirements for balloon and catheter length. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously initiated to address this issue. We will notify the appropriate personnel and continue to monitor for similar complaints.